Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, while entering the stomach at pylorus level, using powered device, the gun was mechanically closing but didn't fire. Several trials were made with no success; the firing trigger was a bit loose. There was a delay in procedure, patient. The patient was under general anesthesia for an additional forty minutes. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the patient impacted due to the prolonged procedure? The patient was exposed to additional time under general anesthesia. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No. Cartridges were used before the event, and right after, the procedure was continued with green and blue cartridges. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, a battery unusual noise right after closing the jaws against the stomach. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Damaged pcb component. The analysis results found that one device was returned in good visual condition and without a reload present. Upon evaluation, the device was noted to be non functional. In order to verify the condition of the internal components, the device was disassembled and the knife return switch was found to be damaged preventing the device for firing. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.